Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the dso sensor was not functional. The dso sensor and seal were replaced.

Event description:
It was reported that there is a cassette error. There was unknown patient involvement.